Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6) intended for use in treatment, had an issue with lead screw nut unthreaded from the body of the snap lock assembly prior to a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The lead screw nut was broken at the threads indicating an attempt to move the nut independent of the snap lock body (aka drill carrier). This is most likely caused by outside forces (user/scrub tech/cpd personnel) attempting to 'move the gears' and mistaking the lead screw nut for the portion they want to exercise. The root cause of this issue was found to be user error. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to the navio surgical system instrument kit guide to cleaning and sterilization and navio surgical system for unicondylar knee replacement and patellofemoral arthoplasty user's manual.

Event description:
It was reported that after the case, the black guide nut was found to be separate from the snaplock. No patient involved. Results of investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.